Event description:
(B)(4). Initial info for this spontaneous case was reported by a physician to a company sales representative on 20-jan-2008: this is the fourth of four cases reported by the same physician, see cases (B)(4). This cases concerns a female pt (age unspecified) who received treatment with poly-l-lactic acid (sculptra), (therapy date, indication and dosage not provided). The pt experienced nodules under both eyes. The outcome of the event is unk. No concomitant medications or other relevant medical history was reported. No further medical info was provided.